Event description:
The pt returned from the o.r. With a jp drain that was not functioning, creating swelling from fluids and a hematoma on the left side of the neck. The pt was taken back to the o.r. To revise drain. Swelling subsided. An ice pack was applied. Drain was later removed per dr's order.

Event description:
There is no sample to return for the co's evaluation. Since no sample was returned and there was no history found that could be associated with this type of event, a review of the product labeling was performed. There are a number of precautions stated in the instructions for use that refer to verifying proper functioning of the drain prior to closing the wound. The event description indicates that once the drain was positioned correctly (revised) within the wound, the drain functioned properly until the scheduled removal by the doctor. A review of the complaint history dating back to july of 1990 found no toher reports on file for this type of occurrence. The evaluation of the reported event concluded that the drain functioned normally once it was re-positioned within the wound. Theis would indicate that the there was no manufacturing issues associated with the event and the instructions for use showed that the product adequately states precautions to be taken to avoid such occurrences.